Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reported that the equipment was setup as follows: the dvi out of the otv-s190 was connected thru a boom to the dvi in on the oev-262h monitor. Tac instructed the customer to connect the dvi cable directly from the ov-s190 to the oev-262h, bypassing the boom and the image issue was resolved. The unit was not returned to the service center evaluation as it was functioning as intended. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that digital visual interface (dvi) signal was going in and out on the video monitor (subject device) from the video processor. The customer also reported an ¿e402 df not connected¿ error message was observed. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the cause of the indication phenomenon is that the image was not input correctly because the cable was damaged. The cause of the cable breakage could not be identified, but it is presumed that the internal core wire was broken due to the application of external force. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.